Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor and experienced symptoms described as "clammy, pale, and tremors". Customer further reported he was incapable of self-treating and was given fruit juice by a non-hcp for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor and experienced symptoms described as "clammy, pale, and tremors". Customer further reported he was incapable of self-treating and was given fruit juice by a non-hcp for treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no issues or signs of misuse observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). The sensor plug was returned and was fully seated in the mount. Removed sensor plug and inspected sensor plug assembly and observed uncurled side snaps, indicating improper assembly by the user. This complaint is not confirmed due to a use issue.

Event description:
Customer reported receiving a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor and experienced symptoms described as "clammy, pale, and tremors". Customer further reported he was incapable of self-treating and was given fruit juice by a non-hcp for treatment. There was no report of death or permanent impairment associated with this event.